Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, a4, b5, b6, b7, e1 and h6 (patient and device codes). Corrected: a1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code device revision or replacement, blood heavy metal increased, wound secretion, impaired healing and walking difficulty.

Event description:
Pfs alleges pain while walking and bending over, inability to do day to day activities, pseudotumors, fluid in the joint, metallosis and necrosis. Medical records report pain, bleeding from the operative side, seroma, sanguineous drainage, fall, stiffness, osteolysis, swelling, soreness, numbness, fever, inability to walk or sit, mild tenderness to palpation of the hip, loosening of the acetabular component, wound dehiscence, poor wound healing, implant noise, seroma and avulsion of the abductor medius. Patient had multiple complications leading to multiple surgical interventions: debridement of wound and placement of rectus femoris muscle flap (B)(6) 2010, incision and drainage on (B)(6) 2009, irrigation and debridement with application of wound vac on (B)(6) 2009, debridement on (B)(6) 2009. Surgical pathology reports significant acute inflammation. Left hip aspiration on (B)(6) 2012 indicates approximately 6 cc of brown, purulent fluid. The patient was then revised to address an infected left hip on (B)(6) 2012. The hip was described as having gross purulence, a large amount of synoptic response and a very thickened pseudo capsule. The asr cup was noted to have 0% bony ingrowth. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on (B)(6) 2009. Patient experienced pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Patient has been and/or will be forced to undergo a revision surgery. Update (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.